Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) therapy due to noise. No additional adverse patient effects were reported. Additional information confirmed this patient exhibited an episode of asystole. No additional adverse patient effects were reported.